Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and grade 5 tricuspid regurgitation (tr) and an enlarged atrium for a combined mitraclip and triclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced and successfully placed. During deployment, the clip was delayed while separating from the catheter shaft. The clip was ultimately successfully implanted. Then the sgc was retracted into the left atrium. A triclip was successfully implanted, then a second triclip was successfully placed. During deployment, the triclip was delayed while separating from the catheter shaft. Troubleshooting was performed successfully and the clip was implanted successfully. A third triclip was implanted successfully. The final mr was reduced to grade 1, the final tr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.